Event description:
It was reported that the right ventricular lead had t-wave oversensing intermittently with exertion and certain movements. An alert was triggered. The patient had an exercise test and was device was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224drg implantable cardioverter defibrillator 2010-(B)(6). (B)(4).